Manufacturer narrative:
Manufacturer ref no.: (B)(4). He device was returned to baxter and an evaluation was performed. The evaluation confirmed the symptom system error 105 alarms and observed it at power up, determined to be caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no patient involvement.